Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic robotic assisted hysterectomy for treatment of uterine fibroids where a morcellator was used. Following the surgery she was diagnosed with endometrial stromal sarcoma shortly after her surgery based on the pathological analysis of the morcellated uterine tissues.